Event description:
Pediatric patient admitted with chronic diarrhea/failure to thrive. Surgery removed broviac line, cuff was already exposed, sutures not adherent. Catheter slid out without any resistance. Tip of catheter short but not frayed, not beveled. Suspected possibility of broken piece of broviac line retained at time of line removal. Removed line described as looking short. Planned x-ray to determine but patient went to interventional radiology (ir) for a new central line, at that time under fluoroscopy they were able to see the broken piece. Surgery was called to ir and removed the broken piece of broviac. New line was successfully placed.